Manufacturer narrative:
The investigation access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to patient movement as patient was restless in bed.

Event description:
The complainant reported that multiple complications were encountered during impella cp support. It was initially reported that a purge cassette failed to prime properly leading to an error message being displayed on the aic. The purge cassette was replaced and the new cassette primed without issue. Roughly eleven days into support, arterial bleeding was discovered at the impella cp access site. Two units of blood were given while safeguard and a sandbag were placed on the site to treat the condition. The condition was reported to be successfully managed with the documented intervention. Despite successful management, care was withdrawn later that same day and the patient reportedly expired. It is unknown if the bleeding complication contributed to the patient's passing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿